Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information

Event description:
2024-apr-30 rtg0579846 (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was patient(pt) said they had hip replacement surgery on (B)(6) 2022 and since then their incontinence has been massively worse, before surgery they used small pads now they have to use large pads and are up several times a night, changing the pad and leaking. Pt said their hcp's office told them to call manufacturing. Reviewed device therapy optimization information, stimulation sensation information and recommended keeping a symptom diary to track results. Offered assistance to make a therapy adjustment and pt said they could do that on their own. Patient said they've kept a symptom diary, have tried programs 2-7 may try the program they have not yet tried and will continue to track symptoms. Redirect to doctor if issue persists. Pt said since implant they have never found a program that worked completely, they get it to a certain point of symptom improvement then, they notice less control and then switch to a different program. Pt said their hip was replaced on the opposite side of their body from their device but will need the same side hip replaced in the future.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.